Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working and exhibited fluid loss in the reservoir. A surgical procedure was performed to remove and replace the ipp. No additional information was provided.

Manufacturer narrative:
Model number/catalog number 72404252, serial number n/a, batch/lot number 0124041003, model/catalog description lgx preconnect ms 18cm ps iz, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported mechanical issue and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.